Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Previously administered products included for an unreported indication: proair, ocp and singulair. Concurrent conditions included asthma, blood pressure high, uterine fibroid, obesity, abdominal pain and chronic cervicitis. Concomitant products included budesonide w/formoterol fumarate (symbicort), losartan and vicodin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In january 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/ cramps"), migraine ("migraines") and headache ("headaches"). On 12-aug-2014, 3 years 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("other injury(ies) or complications please describe: uterine fibroids"). In august 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), back pain ("lower back pain") and ovarian cyst ("other injury(ies) or complications please describe: bilateral ovarian cyst"). The patient was treated with surgery (total bilateral salpingectomy, s/p total abdominal hysterectomy) and surgery (ablation). Essure was removed on 12-aug-2014. At the time of the report, the pelvic pain, dysmenorrhoea, migraine and back pain was resolving and the menorrhagia, menstrual disorder, vaginal haemorrhage, headache, depression, anxiety, uterine leiomyoma and ovarian cyst outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded (B)(6) 2014- pelvic ultrasound- findings: small nabothian cysts in cervical portion of uterus. Impression: approximately 6.6 x 3.1 x 4.8 cm hypechoic region in the posterior fundal wall of the uterus. Probably representing a fibroid or area of fibroadenomatous change. Normal appearing ovaries. No adnexal mass detected. Physiologic level of free fluid in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-sep-2018: plaintiff fact sheet received. Reporter information was updated. Patient¿s demographic information was added. Events: depression, anxiety, uterine leiomyoma, ovarian cyst were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Previously administered products included for an unreported indication: proair, ocp and singulair. Concurrent conditions included asthma, blood pressure high, uterine fibroid, obesity, abdominal pain and chronic cervicitis. Concomitant products included budesonide w/formoterol fumarate (symbicort), losartan and vicodin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ cramps"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and back pain ("lower back pain"). The patient was treated with surgery (total bilateral salpingectomy, s/p total abdominal hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, migraine and back pain was resolving and the menorrhagia, menstrual disorder, vaginal haemorrhage and headache outcome was unknown. The reporter considered back pain, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. On (B)(6) 2014- pelvic ultrasound- findings: small nabothian cysts in cervical portion of uterus. Impression: approximately 6.6 x 3.1 x 4.8 cm hypechoic region in the posterior fundal wall of the uterus. Probably representing a fibroid or area of fibroadenomatous change. Normal appearing ovaries. No adnexal mass detected. Physiologic level of free fluid in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Previously administered products included for an unreported indication: proair, ocp and singulair. Concurrent conditions included asthma, blood pressure high, uterine fibroid, obesity, abdominal pain and chronic cervicitis. Concomitant products included budesonide w/formoterol fumarate (symbicort), losartan and vicodin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ cramps"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and back pain ("lower back pain"). The patient was treated with surgery (total bilateral salpingectomy, s/p total abdominal hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, migraine and back pain was resolving and the menorrhagia, menstrual disorder, vaginal haemorrhage and headache outcome was unknown. The reporter considered back pain, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded (B)(6) 2014- pelvic ultrasound- findings: small nabothian cysts in cervical portion of uterus. Impression: approximately 6.6 x 3.1 x 4.8 cm hypechoic region in the posterior fundal wall of the uterus. Probably representing a fibroid or area of fibroadenomatous change. Normal appearing ovaries. No adnexal mass detected. Physiologic level of free fluid in the pelvis. Most recent follow-up information incorporated above includes: on 30-may-2018: information from pfs and mr. New reporters added. Lot number added. Product dates updated. Historical and concomitant condition and drugs added. New events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, migraines, headaches, lower back pain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: proair, ocp and singulair. Concurrent conditions included asthma, blood pressure high, uterine fibroid, obesity, abdominal pain and chronic cervicitis. Concomitant products included budesonide;formoterol fumarate (symbicort), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin) and losartan. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/ cramps"), migraine ("migraines") and headache ("headaches"), 3 years 3 months after insertion of essure. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("lower back pain") and ovarian cyst ("other injury(ies) or complications please describe: bilateral ovarian cyst") and was found to have uterine leiomyoma ("other injury(ies) or complications please describe: uterine fibroids"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (ablation, hyst d&c and total bilateral salpingectomy, s/p total abdominal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the menstrual disorder, headache, depression, anxiety, uterine leiomyoma and ovarian cyst outcome was unknown and the dysmenorrhoea, migraine and back pain was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date leave began: (B)(6) 2014 date leave ended: (B)(6) 2014 reason: hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2014: small nabothian cysts in cervical portion of uterus. Impression: approximately 6.6 x 3.1 x 4.8 cm hypechoic region in the posterior fundal wall of the uterus. Probably representing a fibroid or area of fibroadenomatous change. Normal appearing ovaries. No adnexal mass detected. Physiologic level of free fluid in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- event outcome of pain and bleending was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram (B)(6) 2010: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.